Event description:
See initial report.

Manufacturer narrative:
The involved cp5 control panel was manufactured in 2018 and according to the analysis of the complaint database no further events have been reported in the past related to this unit. Based on all the above facts and considering similar complaints investigation, the root cause of the event was traced back to a defective shaft angle encoder. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that, durin set up, the control knob of a cp control panel is not stable and needs to be calibrated. There was no patient involvement. A livanova field service engineer was dispatched to the customer. After testing, it was found there was a lot of play in the rpms when turning the knob. Turning it a little bit would add 20 rpms.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the pump control panel. The engeneer replaced the shaft encoder. Completed functional verification, all tested within specifications. Unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.